Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and observed that the device would not power on. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device had a faulty on-off switch. Upon inspection, stryker observed that the device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker replaced the main keypad assembly and proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The removed part was further evaluated by stryker product analysis center (pac) and the reported issue was verified. The cause of the reported issue was determined to be due to component damage caused by an unknown outside contamination.

Event description:
A customer contacted stryker to report that their device had a faulty on-off switch. Upon inspection, stryker observed that the device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.